Event description:
It was reported that during device interrogation, the right atrial (ra) lead exhibited non-capture (no pacing). It was determined via angiogram that the ra lead had dislodged. The ra lead was attempted to be repositioned, however the physician was unable to unscrew the helix. The lead was explanted and replaced. It was noted after explant, that there was tissue on the helix. After removal of the tissue from the helix, the lead worked accordingly. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent and distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix bent and stretched.